Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the vision stent delivery system (sds) failed to cross a previously implanted stent, type unk, with in-stent restenosis and thrombosis, because the sds became caught on the implanted stent's struts and upon retraction the stent dislodged. The vision stent was being used to treat the in-stent restenosis/thrombosis. The dislodged stent was successfully compressed against the vessel wall using five stents, type unk. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - in this case, it is likely that the interaction with the restenosed previously implanted stent contributed to the reported failure to advance. Potential causes for stent dislodgement may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. In this case, it is likely that interaction with the restenosed stent and struts of the previously implanted stent contributed to the reported stent dislodgement.